Event description:
Same case as: 2134265-2009-06165. It was reported that post-coronary drug eluting stenting treatment procedure, in-stent thrombosis occurred. Prior to the index procedure, the patient presented with chest pain and vomiting. Angiography revealed acute anterolateral myocardial infarction (mi). Two taxus express2 paclitaxel-eluting coronary stents (2.50x12mm and 3.00x12mm) were implanted in the left anterior descending (lad) artery. The patient was instructed to and did take plavix for at least six months post-procedure. Approximately 27 months post-procedure, the patient suffered a mi reportedly due to in-stent thrombosis of the lad at the previously placed taxus stents. The patient underwent thrombolytic therapy and angiography to treat the event. No further patient complications were reported.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information received, a supplemental medwatch will be filed.